Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the "vad coordinator that the power source changes from one to the other earlier than expected." "Battery capacity reached >25%, when the event occurred." It was stated that the battery was removed and exchanged. And it was reported that there were "no effect on the patient." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the battery received in an inactive mode. However, once the battery was connected to the charger, the battery was reset to an active/present mode and operated as intended afterward. This observation is considered not related to the reported event. The reported event was confirmed via review of the controller log files, which revealed several instances of premature power switching events prior to the 25% threshold involving battery (B)(4). These premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate communication errors between the controller and batteries. The most likely root cause of the reported event may be attributed to a communication error between the controller and the battery heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.